Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a prime/fill anomaly. The blood glucose at the time of the incident was 320 mg/dl. The customer was attempting to prime when the piston stopped moving. The customer tried other infusion sets but none worked. During troubleshooting, the customer stated that the motor just keeps going and it is recurring. The customer was unable to describe the drive support disk and there were no compromised force sensor system alarms in the history. Troubleshooting was not able to resolve the issue. The device was not returned for analysis.